Event description:
As reported by the field clinical specialist (fcs), this was a valve in valve (viv) tavr procedure for a 29 mm s3 valve in a failing surgical valve via right tf approach. Per the fcs report and medical records review, the esheath was placed in the right femoral artery (rfa) with the tip in the abdominal aorta. An amplatz apex wire was placed into the lv, the commander delivery system (ds) was loaded on the wire. ¿due to the patient¿s height, even with the tip of the nosecone up against the esheath hemostatic valve, there was no wire to hold at the end of the ds, with the curved tip of the apex wire traveling into the outflow tract.¿ the wire was backed up slightly, still with the tip barely in the lv, until the cv tech was able to grasp the wire at the distal end of the ds. The cv tech was instructed to allow the wire to "float" slightly, rather than creating a taught rail, to allow the lv end of the wire to get deeper into the lv. The valve was advanced through the esheath hemostatic valve and the distal end of the wire was secured to create a rail. As they were advancing the valve through the sheath, they ¿did not meet any resistance¿. However, the tech holding the distal end of the wire informed the team that it felt as though the physician ¿was pulling on the wire.¿ advancement of the ds was immediately halted, and the image intensifier was brought down into the pelvis. It was found that the ds was folded over in a large curve in the pelvis, seemingly outside of the esheath, making a redundant bend in the ds before the valve exited the sheath. Per the op report, ¿obviously, there was no place for the ds and valve to have gone aside from outside of the esheath and out through the wall of the iliac artery.¿ they pulled the wire taut and straightened out the ds. The patient (pt.) Immediately lost blood pressure and CPR was started. It was apparent that there was an iliac artery perforation with hemorrhage. The ds was then pulled back out of the esheath. The ds ¿was pulled hard enough to strip off the crimped s3 valve from the balloon¿ remaining in the rfa and the flex catheter came out without the balloon portion. The pt. Was losing a large amount of blood into the pelvis and abdomen and was completely pulseless requiring CPR. A balloon was inserted into the abdominal aorta and inflated. Pressors and transfusion was given and the pt. Was intubated. Vascular surgery was called. A rupture of the right common iliac artery was identified. On review of the CT angiogram, the pt.'s aorta had severe aortoiliac aneurysmal disease with annular calcification all over down to the femoral arteries. An endoluminal graft was emergently placed in the lower abdominal aorta with bifurcating limbs into both iliacs. Once the bleeding was mostly under control and the pt. Was reasonably stable, it was decided to proceed with tavr procedure to improve the pt.¿s prognosis. A 2nd 29mm s3 valve was placed in the surgical valve from the left tf approach over a safari wire (chosen because of its extra length). The s3 valve was deployed in good position with excellent result. Vascular surgery continued with femoral cutdown to remove the sheaths and the s3 valve in the rfa. The pt. Continued with progressive hypotension and the abdomen was quite firm with anemia and severe metabolic acidosis despite aggressive resuscitation and transfusions of 12 units of rbcs. The pt. Became pulseless again and CPR was resumed. After prolonged efforts resuscitation was discontinued and the pt. Expired in the or due to the major bleeding. Per fcs report, the tavr team believes that the torn seam was a failure of the esheath. Per medical opinion, the issues with the wire position played a key role in the procedural complications since they did not have the initial rail they are used to, as they initially had to advance the wire with the ds.

Manufacturer narrative:
Additional information received from medical records. Correction: b5 event description was updated per medical records received.  Additional information: b7: medical history. Please reference related manufacturer report no: 2015691-2020-11867. The investigation is ongoing.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-11867. The product was not returned for evaluation. Imagery provided by the site showed the patient had a calcified and tortuous anatomy. Drawing provided showed the delivery system punctured through the sheath. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The esheath complaint history has been reviewed and no confirmed manufacturing non-conformances were identified. The instructions for use (IFU), device preparation and the training manual were reviewed and no deficiencies were identified. It is to be noted for the delivery system and thv insertion through sheath insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm note: in expectation of high friction, use short movements and ensure wire is still in lv. During the manufacturer process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath shaft resistance with delivery system, sheath shaft liner punctured were confirmed based on the provided imagery. Investigation complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. When reviewing the description and the drawing provided, it was noted that the shaft was punctured, and the delivery system came out of the sheath shaft. The following guidelines are provided for the delivery system and thv insertion through sheath insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm note: in expectation of high friction, use short movements and ensure wire is still in lv. Per imagery received calcification and tortuosity was present. Tortuosity and calcification can create challenging pathways for the delivery system to have to travel through, as they can prevent the sheath from fully expanding, leading to the resistance felt.  Additionally, calcification can create sharp nodules that can catch on the sheath liner and subsequently propagate into a tear as the device is moved though the vessel. Moreover, as mentioned in the description ¿the cv tech was instructed to allow the wire to "float" slightly, rather than creating a taught rail, to allow the lv end of the wire to get deeper into the lv.¿ it is possible that the guidewire was not positioned correctly, therefore not providing the support needed for the delivery system advancement, as the wire was not pulled tightly to provide a path of advancement for the delivery system along with the resistance felt during the advancement, it is possible excessive force was applied to overcome the said resistance along with the weakened liner due to calcification, leading to the delivery system moving outside of the sheath. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (guidewire positioning, handling/ excessive force) may have contributed to the complaint events. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, no product risk assessment, corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by a field clinical specialist, this was a valve-in-valve tavr procedure for a 29 mm sapien 3 valve in a pre-existing aortic surgical valve via right transfemoral approach. The commander and valve were introduced into the 16 f esheath on the patient's right femoral. Once the nose cone was at the esheath, the wire was not yet protruding out of the wire port of the commander. The physician had to pull the wire back out of the apex a little in order to get enough purchase for the scrub tech to pinch the wire. The fluoro was positioned as to view the distal end of the esheath and the wire in the apex. As the delivery system was advanced through the esheath it was "dragging the wire with it." At this time it was noted the commander was "bent over on itself."  The fluoro was not saved, but the loop was loose enough that there was no way that it could have been within the iliac or aortic arteries. It was then noticed that the flex catheter had externalized through the esheath and arterial system. A coda balloon was advanced to occlude the abdominal aorta. They burst 3 different coda balloons throughout the procedure and code.  It was then decided to try with a reliant occlusive balloon which was more stable but not ended up not working. It was decided to remove the devices, and the delivery system was pulled out of the sheath. The balloon catheter had broken and the flex catheter came out without the balloon portion.   The balloon catheter was pulled hard enough to strip off the crimped s3 valve from the balloon. They pulled the esheath out and used a new 16 f esheath to plug the arterial hole. At this point, images showed that the crimped s3 valve was in the femoral artery. A vascular surgeon was brought in and it was decided to fix the distal aorta/iliac arteries with endurant stent grafts. During all of this, CPR was being administered. Near the end of the code, 15 units of blood had been given. Once all of the stent grafts were placed, the patient¿s pressures stabilized and CPR was not necessary. It was decided to deploy a new valve via left femoral access.  The second 29 mm sapien 3 valve was delivered successfully with good initial hemodynamics and systemic pressures. Physician then initiated a femoral cut down to extract the stripped s3. Within minutes, pressures started to drop again. It was suspected that the endoluminal grafts had not seal the rupture completely and was probably leaking. The abdomen was distended and there was concern of compartment syndrome causing issues, but the decision was made to not open the abdomen. CPR was terminated and the patient expired. Per medical opinion, the wire position played a role since they did not have the initial rail as the commander was advanced with the wire. The complaint device remains under the custody of the hospital.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.